Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Reporters phone number: (B)(6). Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the dr. Was performing a scoliosis fusion and upon final tightening (during the last step of the procedure) the torque drive shaft stripped (this occurred on three separate occasions). The surgery was completed without delay as I have multiple sets on site. The patient was not impacted by this and nothing fell into the patient. Nothing further to add. This complaint involves three (3) devices. This report is for one (1) x25 final tightener. This report is 3 of 3 for (B)(4).